Event description:
It was reported that the device turns off without warning. The customer also reported that there were no error codes, no alarm tones, and no low battery indicator observed during shutdown. It was also reported that the screen is displaying "erratic led's" and that it would periodically shutdown after. Customer reported that it is unknown if a patient was being monitored during the event.

Manufacturer narrative:
The returned device was evaluated. During investigation it was found that on ac power, the unit powered up and the audible beep was not generated. About 20 seconds after power up, the led main display went blank, however the battery power and yellow status indicator in the corner remained lit. The system board was determined to be defective. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.